Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels in the high 200's (mg/dl). Reportedly, the customer used the pump for basal deliveries and manual injections for boluses. The customer addressed bg level with a bolus via the pump and a manual injection. During troubleshooting with tandem's technical support, there was a large air bubble in the luer lock. Recommendation was made for the customer to change the supplies.